Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device exhibited repeated signs of use and a fracture at the post. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a.

Event description:
It was reported that prior to being sent out for use in a case, the provisional device was found fractured. No patient involvement or consequence. Attempts have been made and no further information has been provided.